Event description:
Report received of a possible overdelivery. The contact reported the device was programmed in 06/04 at 2230 to deliver d5ns with 20meq kcl on the primary line at a rate of 100ml/hr. The secondary line was programmed in teh concurrent mode to deliver 300mg/300ml of morphine at a rate titrated between 0.5ml/hr to 2.0ml/hr. The next day at 0450, the nurse responded to the device alarming for "air in line" and observed that the 300 ml bag or morphine was empty. The contact reported the pt's blood pressure was "increased slightly." There were no reported adverse pt effects and no medical interventions were required. The pt effects and no medical interventions were required. The device was removed from clinical service. The contact reported the user facility "believes the pt did not received the entire 300ml of morphine." Though requested, no additional info was provided.